Event description:
During the surgical procedure to replace a catheter, the catheter broke, leaving 3-4 inches retained in the right ventricle. The catheter tip was retrieved during a special angiographic procedure.